Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. Subsequently, the patient underwent a procedure on (B)(6) 2014 to excise the excess skin. The implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the patient underwent surgery on (B)(6) 2014 to replace the baha connect abutment with a baha attract abutment. IV antibiotics were administered during the surgery. The implanted device remains. This report is filed (B)(6) 2014. Implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.